Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed normally as the bands were deploying out of order. The bands just moved from their position within the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had all seven bands attached. The suture thread of the ligator housing was out of place. The handle had marks of insertion of the trip wire. The suture thread was cut, possibly at the time of removing the device. The teeth and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had the suture thread out of place in the ligator housing teeth, affecting the deployment of the bands. It is possible that due to the manipulation or technique used when preparing the device or when the shrink wrap was removed could have moved the suture out of the teeth leading to inability of the device to deploy the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed normally as the bands were deploying out of order. The bands just moved from their position within the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.